Manufacturer narrative:
(B)(4). Follow up report will be filed if add¿l info becomes available.

Event description:
It was reported that while in the radiology dept, the radiologist needed access to the femoral artery. The pt was described as having a very tortuous vasculature. Upon insertion of the saf (super arrow-flex) sheath and advancement into the vessel, the tip of the sheath detached/snapped from the main body of the sheath. According to a cardiologist, the metal tip at the end of the introducer kept retracting. The pt was x-rayed in order to locate the missing tip of the sheath and after locating the sheath it was removed. The radiologist used a competitor¿s sheath to complete the procedure with success. There was a reported delay and interruption however, according to the report there was no harm to the pt. There was a reported pt complication. Add¿l info received on (B)(6) 2012 during a consultation between the territory mgr and the radiologist stated, ¿the doctor needed access to the pt¿s femoral artery. It was already known that the pt had calcified tortuous vasculature. Upon insertion of the super arrow-flex (saf) sheath and advancement into the vessel, the tip of the sheath was noted to be not flush with the plastic distal tip and described as ¿if it had uncoiled.¿ as a result, the radiologist removed the saf sheath and replaced it with no problems.